Event description:
It was reported that the patient has been feeling short of breath and doesn't feel his pacemaker "speeding up" like it used to do. The patient feels that the device was somehow reprogrammed by the ablation he has had. Programming changes were made on the device. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.